Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges. There was no impact to the customer's blood glucose levels. It was confirmed that the customer had manual injections available for alternate insulin therapy.